Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The service engineer (se) replaced the screen, top over and battery assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had a defective screen and the battery had expired. No patient involvement.